Manufacturer narrative:
Batch review performed on 30 august 2021: lot 141471: 60 items manufactured and released on 24-jun-2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event since 2017.

Event description:
The patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta stem with a competitor stem and revised the medacta head and liner with a medacta head and liner 6 years and 7 months after primary. The surgery was completed successfully.